Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no power to the unit. Mains led is inactive ( 9v bus = zero volts). The customer reported there was no patient involvement.

Manufacturer narrative:
The customer indicated that they will not repair the unit. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined.